Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 13 bd vacutainer® k2 edta (k2e) plus blood collection tubes had embedded foreign matter in the stoppers, and 3 tubes had damaged stoppers. All defects were found before use. As reported by the customer, translated from (B)(6) to english, "the 13 stoppers were dirty. The 3 stoppers were damaged. The 2 stoppers were deformed. The tube was dirty."

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and defective stopper molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and defective stopper molding was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a stopper manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 13 bd vacutainer® k2 edta (k2e) plus blood collection tubes had embedded foreign matter in the stoppers, and 3 tubes had damaged stoppers. All defects were found before use. As reported by the customer, translated from japanese to english, "the 13 stoppers were dirty. The 3 stoppers were damaged. The 2 stoppers were deformed. The tube was dirty."